Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 20248263; model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was experiencing uncomfortable jolts of stimulation and that the linear leads kept crossing over one another. The patient underwent a revision procedure wherein the linear leads were replaced to an artisan paddle lead. No device malfunction was suspected. The patient was doing well postoperatively.